Manufacturer narrative:
Qn#(B)(4) one unit of manta and sheath were returned. Blood particulates were noted. The anchor is positioned outside the delivery tube, lever in activated position. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. While experiencing difficulty inserting the bypass tube through the hemostatic valve of the manta sheath. The physician was unable to advance the bypass tube into the sheath hub and the anchor became exposed. The first 18f manta device and sheath were removed and a second 18f manta device and sheath were opened and deployed, completing closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: bypass tube difficult to insert into valve, footplate was exposed. Additional information: another manta was used to complete the procedure successfully. There was no reported harm to the patient.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: bypass tube difficult to insert into valve, footplate was exposed. Additional information: another manta was used to complete the procedure successfully. There was no reported harm to the patient.